Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.14 a 68 (B)(6) male presented in the emergency room with chest pain. The patient was admitted for observation. There was no additional patient information provided. (B)(6). Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 07/04/2013. Retain cartridges were tested and are functioning according to specification.